Event description:
User facility reported during a left heart catheterization, air was injected into a pt. The pt experienced chest pain for a duration of 10 minutes with hypotension. The pt's condition after the event was unstable. Worldwide case ID: (B)(4).

Manufacturer narrative:
Additional 510k number - k010390. The acist angiographic contrast injection system, model cvi, was returned to acist on january 13, 2012 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. Acist's medical advisory board members reviewed the info and a copy of the cine-angiogram provided by the hospital of the event. On the first record injection of the left coronary, there is slow flow, suggesting a significant air injection immediately prior. There is persistent slow flow, but an lv angio at the procedure end was normal, suggesting no damage. This suggests that the catheter was not aspirated of air when it was attached to the acist stopcock. The pt became unstable and had hypotension. No ECG changes were indicated on the report. There is no evidence of device malfunction based on the results of the injector testing. Based on review of the cine-angiogram, the possible source of the air was an incomplete aspiration of air from the catheter. Additional applications training was performed on 01/16/2012. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.